Event description:
Reporter indicated device diagnostic testing yielded high lead impedance. Review of x-rays by MFR indicated a lead break at the clavicle site and the negative lead pin was not fully inserted past the generator connector block. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury. Pa and lateral of chest and neck x-rays were reviewed.